Event description:
It was reported that the patient¿s freestyle libre 3 plus sensor expired early and a replacement sensor failed to pair with the ilet, resulting in loss of cgm connectivity and a recorded blood glucose of 495 mg/dl; the agent provided guidance on bg run mode and transferred the caller to the cgm manufacturer for a replacement, and the family planned to contact the healthcare provider for additional sensors. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm associated with intermittent communication failure, with contributing device component factors identified in the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.